Event description:
It was reported that the patient came into the emergency department (ed) with a pump that was off. History of the device looked like there was no reason for it to turn off and the system controller and/or the pump stopped working. Log files were sent for review. The log files captured system controller fault and communication (comm) fault alarms beginning at 11:56 pm on (B)(6) 2026. It was later reported that the patient was alive and getting extracorporeal membrane oxygenation (ECMO) placed. The pump was not restarted as it had been off for over 2 hours. The system controller was not swapped as the pump had been off for an extended period of time and risk of starting it up and sending clots to the patient. Additional log files were sent after an attempt to restart the pump using the patient's backup controller. The log files captured no further comm fault alarms. The pump was unable to restart for more than a few seconds at a time and could not reach a speed about 1650rpm. Additionally, the pump power remained elevated. It was later reported that the patient presented to the ed in cardiogenic shock with hypotension and elevated lactic acid. They were emergently placed on venoarterial (va) ECMO and went for a pump exchange on (B)(6) 2026. The patient was alive and recovering from the pump exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.